Event description:
A (B)(6) year old male passed away from liver cirrhosis created from autoimmune. Deceased male underwent surgery (B)(6) 2012 for left inguinal hernia repair with tissue ID # huwa0654. All work up was completed and showed pt in healthy condition to receive treatment. Deceased male was undergoing severe pains after surgery and was diagnosed with bilateral hernia (left hernia repair failed) and right now along with stage 4 liver cirrhosis (B)(6) 2013. Medical doctors did not have explanation as to how liver cirrhosis was brought upon so quickly. Blood work was showing (B)(6) year old male was healthy and no other organs effected. Surgery could not be performed at this time due to cirrhosis. In (B)(6) 2014, a (B)(6) year old male passed away. Autopsy report shows the pt was healthy with cause of death being liver cirrhosis from autoimmune disorder.